Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that on (B)(6) 2016 patient had ins implanted occipitally in the back of their head for chronic pain in their neck. Patient had a second trial that was in the back of the head and the trail was great. However, the permanent implant of the stimulator has not given the patient much relief. Patient said they have since then periodically gone to have adjustments to the settings, etc. But still no help. It has actually gotten worse. Patient had a car accident on (B)(6) 2017 which resulted in even less relief than before. Patient said they are basically back to where they started before the stimulator was implanted. Patient wanted some suggestion as to why the trial was so great but not the permanent stimulator. Patient also said around (B)(6) 2018 they started developing rashes on their neck that are red, burning and itching. Patient has had multiple workups and now they are going to see an allergist. Patient asked if there ever been an issue with a patient's body rejecting the impact after two years or would they have had a reaction prior to this time. The problem with the skin condition is only on the patient's neck. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patient¿s implantable neurostimulator (ins) was in her chest and the leads went up to the sides of her head. The patient also reported that she was experiencing rashes on her head and neck. The patient was directed to follow-up with their healthcare professional (hcp), they were sent a list of material components, and the patient was seeing an allergist and started to do patch testing. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the therapy was not working as well as it had before the car accident on (B)(6) 2017. The rash developed afterwards in (B)(6) 2018. Steps take to resolve the therapy not working and rash was to the patient's settings without any improvement. Patient has had many changes as far as the rash they have been doing to a dermatologist and now an allergist. Patient is allergic to 3 things so far and one being titanium. No the therapy still not working and the patient need to find out if the titanium parts are causing the rash on their neck. The patient will confide with allergist for now. Rash is still present. No further patient symptoms or complications were reported in this event.